Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope's knob wire had a cut with a bent part. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that event occurred due to strands of knob-wire cut by fatigue breakdown due to repeated operating forceps elevator. Additionally, knob-wire was frayed and raised by repeated brushing around forceps elevator and repeated attaching/detaching the distal cover. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event by "inspection of the forceps elevator mechanism", and preventative measures by " using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work". Olympus will continue to monitor field performance for this device.